Event description:
On (B)(6) 2018, a 9mm amplatzer septal occluder (aso) and 7f amplatzer torqvue 45°delivery system (dtv45) were selected for use. During deployment, the 9mm aso deployed in a deformed shape. The 9mm aso was removed and brought back to shape, but during second deployment within the patient, it deployed deformed again. A second 9mm aso was successfully deployed using the original 7f dtv45 without any further issues. The patient did not experience any adverse consequences.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Please note, per instructions for use artmt100116885 rev. A, the recommended size delivery system for this occluder is 6f.